Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that three reservoirs malfunctioned. Customer reported that one reservoir leaked when removing the blue transfer guard and was not sure where the leak was coming from. Customer reported that another reservoir came apart during filling and was not sure what happened to a third reservoir. Customer was advised that reservoirs would be replaced.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. However, found one of the 2 two reservoirs failed per inspection due to the reservoir connection too tight to connect and release, the remaining reservoir passed per inspection.